Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 39 mmol/l. The customer experienced different blood glucose level of above 33 mmol/l, 15 mmol/l and 24 mmol/l. The customer was treated with manual injection. The customer stated that self test failed and pump error occurred. The customer stated that insulin pump passed displacement test. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device received with normal operating currents. No unexpected battery error noted. However, hardware low level failures error confirmed in the device history due to broken pin keypad assembly. Device received with serial number label fading, end cap address label missing, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window